Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. The operator reported a system alarm occurred during a routine hemodialysis treatment. Return of the patient's blood was not performed due to clotting, resulting in an estimated blood loss of 190cc. No medical intervention was required.

Manufacturer narrative:
No problem was found during testing and evaluation of the returned cycler. The reported alarms could not be duplicated. The exact cause of the system alarm is unknown and will continue to be monitored as part of the routine complaint process. Device labeling includes adequate instructions for responding to system alarms. The reported blood loss was due to the operator not performing rinseback in a timely manner. The user's guide states the risk of clotting increases, when the blood pump is stopped and instructs the operator to return the patient's blood if the alarm cannot be resolved promptly. A direct correlation between nxstage system one and the reported blood loss cannot be established. Facility staff have been notified and provided additional training. Nxstage medical considers this report closed. No additional information will be provided.